Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the sensor module for s3 dpc. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the sensor module for s3 spc displayed an error message and a high pressure during setup. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective display and sensor module the technician replaced both parts to resolve the reported issue. The module was returned to livanova (B)(4) for further investigation. During the intense evaluation of the module the reported failure could not be confirmed or reproduced. The device worked according the specification. The display was not made available for further investigation. Therefore no specific root cause could be determined.